Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the teflon pad damage to be related to the customer reported complaint. The instrument was found to have teflon pad damage. The teflon pad is torn at the distal end of the pad. Material was missing as a result. The missing piece was not returned with the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted thyroidectomy surgical procedure, the harmonic ace instrument was found to have the broken tip. There was no report of fragment falling inside the patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer inspected the instrument prior to use and found the white pad part was missing about 1mm. The instrument was not used for the procedure. The customer confirmed that no fragment fell inside of the patient, and there was no observed intraoperative collision or misuse involving the instrument. There was no patient injury reported.